Manufacturer narrative:
Investigation summary: the complaint is for material number: 251827, batch number: 3269157 for false resistance issue. This product is repackaged in japan from material number: 245128 to 251827 with the same batch number of 3269157. The manufacturer performed the investigation. No batch history anomaly and no retention sample anomaly. Two photos were received. Both photos show a printout of testing results. No conclusions about testing can be made from the test results shared. Based on the investigation, the cause was undetermined since there is no record anomaly. However, there is a complaint trend for 245128 mgit pza kit for performance. Based on the trend for 245128 in performance complaints, the component for this kit, bd has initiated a CAPA (corrective and preventative action) for further investigation. The complaint is confirmed based on the complaint trend identified. Bd will continue to trend complaints for performance.

Event description:
Report 1 of 2. It was reported while using bd bactec¿ mgit¿ 960 pza kit there was a suspected false resistance to pza. There was no health impact or consequences reported.

Event description:
Report 1 of 2: it was reported while using bd bactec¿ mgit¿ 960 pza kit there was a suspected false resistance to pza. There was no health impact or consequences reported.

Manufacturer narrative:
In this MDR, bd site in sparks, md has been listed in sections d.3. And g.1. As fukashima jp is a repackaging site for the japanese market only. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.